Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple occlusion alarms on multiple occasions. Customer did not call in at the time of the occlusion alarms; therefore, no troubleshooting was able to be performed. Customer stated that every time he received the alarm they would find an issue with the supplies that would have caused the occlusion. Reportedly, customer's blood glucose(bg) level was impacted; however, customer was unable to provide a bg value. Customer changed the site and delivered a bolus to stabilize blood glucose levels.